Manufacturer narrative:
Leads were discarded and will not be returned for evaluation.

Event description:
The patient reported uncomfortable stimulation after implant is turned off. An advanced bionics representative performed device evaluation. The problem was not comfirmed. The patient decided to have her system explanted.